Event description:
It was reported that this patient's device could not be interrogated due to eos and was therefore referred for a generator replacement surgery. During generator replacement surgery, the new generator was implanted and the lead was inserted and high impedance was observed. The surgeon was not prepared for a lead revision surgery at that time and did not have the patient's consent, and therefore the lead was not revised at that time. The surgeon did try removing the pin and reinserting during surgery, but high impedance was still observed. The explanted generator was discarded after surgery. No known surgical intervention has occurred to date for the lead. No other relevant information has been received to date.

Event description:
Additional information was received regarding this patient's observed high impedance. It was also stated that the patient has been referred for lead revision surgery. Clinic notes were received for this patient¿s surgery referral which indicated that the old vns generator died, and high lead impedance was found once the new generator was implanted. Now only the lead must be replaced for continued therapy. The clinic notes also state that the previous battery replacement occurred with no complications. Pre-op device found to be dead and unable to interrogate lead. Intraoperatively the device was found to have very high lead impedance but the patient had not consented for a lead revision. Therefore only the generator was replaced and the patient was to be seen again to reassess high impedance. When they were interrogated in the office persistent very high impedance was observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient received a lead revision, and the explanted lead was discarded after surgery. No other relevant information has been received to date.